Manufacturer narrative:
This complaint was initially reported on (B)(6) 2017; however did not meet MDR reporting criteria until 5 mar 2018 when it was discovered that the device had not been effective (product malfunction) in removing the thrombus. This revive se is not distributed in the u.s., but is similar to the revive pv which is distributed in the u.s. Concomitant product(s): a guiding catheter (9fr optimo ), a microcatheter (3fr rebar),a guide wire (chikai black 18) and another thrombectomy device (trevo) were also used in this procedure. Initial reporter: (B)(6). Physical manufacturer: (B)(4). Since this device is not distributed in the us, a gtin is not available. Conclusion: as reported via the (B)(6) study, a (B)(6) -year-old patient (B)(6) experienced asymptomatic cerebral hemorrhage following use of the revive se (frs21452299/ t10090). The patient had a surgical history of pm2 surgical treatment. On (B)(6) 2016 (9:00am), the patient presented with acute phase cerebral infarction associated with the internal carotid artery system right external/ intracranial carotid artery occlusion. Before the procedure, aspects-CT was 0 points, nihss was 27 points and tici was0. There was heavy tortuosity at the occluded site, but there was no stenosis at the proximal portion of the occlusion. The proximal vascular diameter of the treated vessel was 7.5mm, distal portion was 3.0mm. The length of the blocked site was unknown. T-pa was not administered. The puncture time was at 10:15 am. The revive se was deployed 5 times at the occluded site and acquired tcic: 0 (11:13am). The trevo thrombectomy device was deployed 3 times, but there was no change in tici (12:01pm). During the procedure, the patient developed asymptomatic subarachnoid hemorrhage (sah) in the occluded blood vessel site. The procedure was completed at 12:05pm. On (B)(6) 2016, aspects-CT was 0 points, and on (B)(6) 2016 mrs was 5. On (B)(6) 2016, the patient had a sequela of cerebral infarction. The revive se product was not returned for investigation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Hemorrhage, stroke and continued total occlusion of the affected arterial segment are known potential complications associated with the revive se. Based on the information provided, the root cause of the device being ineffective in removing the clot may have been related to patient/thrombus factors (vessel tortuosity or thrombus composition). The patient had presented with arterial thrombotic occlusion that could not be removed with the revive se and a competitor¿s device. The revive se is contraindicated for extreme vessel tortuosity or other conditions preventing the access of the device. There are no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the events was related to a manufacturing issue, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
Initial information provided on 10 oct 2017: as reported via the (B)(6) study, patient (B)(6) experienced asymptomatic cerebral hemorrhage following use of the revive se (frs21452299/ t10090). Procedural information was unknown. The patient was a female, but her age was unknown. The patient¿s vessel level of tortuousness and calcification were unknown. No other information was available. The product was not available for investigation. No further information was available. Additional information was received on 3/5/2018: the patient¿s initials were (B)(6), here age was (B)(6) -years-old, height was134cm and weight was (B)(6) kg. The patient had no history of stroke, but she had a surgical history of pm2 surgical treatment and there were complications of chronic kidney disease. Before the procedure, mrs was 0. On (B)(6) 2016 (9:00am), the patient developed an acute phase cerebral infarction associated with the internal carotid artery system right external intracranial carotid artery occlusion. The patient was hospitalized (9:10am). Before the procedure, aspects-CT was 0 points, nihss was 27 points and tici was0. There was heavy tortuosity at the occluded site, but there was no stenosis at the proximal portion of the occlusion. The proximal vascular diameter of the treated vessel was 7.5mm, distal portion was 3.0mm. The length of the blocked site was unknown. T-pa was not administered. The puncture time was at 10:15 am. A guiding catheter (9fr optimo (insertion time at 10: 17 am), the micro catheter (3fr rebar (insertion time 10:30am), the guide wire (chikai black 18), and another thrombectomy device (trevo) were also used in this procedure. The revive se was deployed 5 times at the occluded site and acquired tcic: 0(11:13am). The trevo was deployed 3 times, there was no change in tici(12:01pm). During the procedure, the patient developed asymptomatic sah in the occluded blood vessel site. The procedure was completed at 12:05pm. On (B)(6) 2016, aspects-CT was 0 points, and on (B)(6) 2016 mrs was 5. On (B)(6) 2016, the patient had a sequela of cerebral infarction.